Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-22361. It was reported that during leadless pacemaker implant procedure, the impedance was noted to be high and out of range. Cardiac perforation had occurred. A thoracotomy was performed and the implant procedure was abandoned. The patient was stable.

Manufacturer narrative:
The reported event of cardiac perforation was unable to be confirmed. As received, a catheter was returned in one piece with blood noted on the catheter and a device attached. Final analysis found the catheter was bent adjacent to the handle and broken adjacent to the handle. After cleaning, the device was able to be removed with blood noted on the tethers. All damage noted to the catheter was consistent with occurring at time of procedure. No issues were detected.